Manufacturer narrative:
UDI: (B)(4). It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The manufacturing records were reviewed, and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported on medwatch (B)(4), a perforator used with a stryker drill, failed to disengage on the fourth pass, touching intracranial tissue. Use was discontinued, the perforator was removed from the sterile field.